Event description:
It was reported 2 weeks ago patient had an infection of her kidney, bladder and urinary tract. The patient was hospitalized and was put on heavy dose of medications. It was indicated that there was discrepancies between healthcare providers¿ views. The patient managing physician diagnosed it as a kidney related issue and not a device issue but the reporter was not 100% sure. It was noted the other healthcare provider met with the patient on the day of this call and thought it was not kidney related but caller was unsure if he was an interstim hcp. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va07ddg, implanted: (B)(6) 2013, product type: lead. (B)(4).